Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The device did not meet the requirements for siphon, reflux, pressure-flow and preimplantation testing as the valve was not adjustable. Large amounts of proteinaceous debris were observed in the interior and exterior of the valve. The valve was returned at pl = 1.0. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. It was originally reported that the device was a strata nsc valve, regular, catalog 42365, lot number d66756. However upon lab analysis, the device received was a strata ii valve, small, catalog number 42856, lot number unknown. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Corrected device information: it was reported upon lab analysis, the device received was a strata ii valve, small, catalog number 42856, lot number unknown. However, the lot number has been corrected to d75470. (B)(4).

Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The device did not meet the requirements for siphon, reflux, pressure-flow and preimplantation testing as the valve was not adjustable. Large amounts of proteinaceous debris were observed in the interior and exterior of the valve. The valve was returned at pl = 1.0. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. It was originally reported that the device was a strata nsc valve, regular, catalog 42365, lot number d66756. However upon lab analysis, the device received was a strata ii valve, small, catalog number 42856, lot number unknown. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found to be obstructed intraoperatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient.